Event description:
The device was removed after reaching the elective replacement indicator and has tested out of specifications. No complaints or allegations have been received about the device performance.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed that the ribbon cable was broken.